Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Analysis and results: there are no previous complaints of this code-batch. We have received 32 closed samples to analyze. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): (B)(4). Additionally, we have tested the linear pull tensile strength of the samples received and the results are: (B)(4), and these results are correct and usual values for this thread and size. There are no european pharmacopoeia and united states pharmacopeia limits for this test. A batch manufacturing record was reviewed for this product which had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Remarks: when working with dafilon suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. No corrective/preventive actions needed. If additional information is received a follow up report will be submitted.

Event description:
It was reported during a plate osteosynthesis procedure, while suturing skin, the thread broke easily during knotting (single-button suture). This occurred when suturing on the hip. It was reported the patient outcome is good. No additional patient information is available.